Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric, de-novo target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified right coronary artery(rca). A 6f/ jr4 guide catheter was placed. Predilation was performed resulting to 10% stenosis. Subsequently, a 3.50 x 12 synergy¿ drug eluting stent was selected for use and advanced to treat the lesion; however, the physician noted that the stent was apparently moved to the proximal side of the stent delivery balloon when at the exit portion of the non-bsc guide extension catheter. The physician had to place the stent at that spot and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).